Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high, out-of-range pacing impedance measurements on the right ventricular channel one day post-implant. Rv sensing and threshold measurements were all within normal range. The impedance also returned to normal range. No noise or episodes were stored in device memory and a chest x-ray was unremarkable. A boston scientific technical services (ts) consultant discussed this may have been due to a transient connection issue and discussed troubleshooting options. The patient will be followed at the clinic. No adverse patient effects were reported. This device remains in service.